Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified distal and proximal right coronary artery (rca). Cutting balloons were used to prepare the vessel for stenting. A 3.5x38 mm xience xpedition was deployed successfully in the distal rca. There was a pre-existing bare metal stent in the proximal lesion. An attempt was made to advance the 4.0x23 mm xience xpedition through the bare metal stent; however, resistance was felt; therefore, the stent delivery system (sds) was retracted from the anatomy. During retraction the stent implant caught on the tip of the guiding catheter and ultimately dislodged inside the guiding catheter. A non-abbott balloon was used to retrieve the stent from the guiding catheter. The decision was made at this point not to continue the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.